Event description:
User reported 6 false positive results. Negative unspecified additional test. This is report 4 of 6.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c4579,4580,4581,4583,4584 (3014862188-2021-00075,76,77,79,80: tests 1,2,3,5,6 of 6).

Event description:
User reported 6 false positive results. Negative unspecified additional test. This is report 4 of 6.